Manufacturer narrative:
H6: the codes has been updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: 97755-s was returned for product analysis. Analysis found rtm never got hot after running it for 10 mins and no issues found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2024 (B)(6) (con): information was received from a patient regarding an external device. The reason for call was patient reported that the recharger paddle was getting extremely hot when they were charging the implant. Patient stated that the issue began a couple of months ago probably. An email was sent to the repair department to replace the recharger. "The reason for call was patient also reported that the implanted neurostimulator was getting extremely hot when they were charging the implant for longer periods of time."

Manufacturer narrative:
B5: event description has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot # : (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-sep-04 rpl 442131 rtg0650218 rtg snow rtg0650249 (con): information was received from a patient regarding an external device. The reason for call was patient reported that the recharger paddle was getting extremely hot when they were charging the implant. Patient stated that the issue began a couple of months ago probably. An email was sent to the repair department to replace the recharger.